Event description:
Pt involved in motor vehicle accident during 2/95, sustained a femur fracture. The fracture was originally treated with a nail and later nail was exchanged for another type nail. The pt was up and felt a "pop" again through the thigh and experienced an increase in symptoms of pain of left thigh. Radiographic examination showed a widening of the gap through the the nail and callous formation had sheared off. Physical examination of the pt revealed extreme pain upon any range of motion of the thigh. The pt was admitted to the hosp, the hardware was removed and new intramedullary rod was placed. The nail removed was broken. Discussion with individuals involved in pt's care reveals that pt has a history of mental illness and had not been compliant with physician's instruction. Device not considered failed. Breakage of nail may have been contributed to overuse of the femur.